Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Please the updates in sections: g4, g7, h2, h4, h6 and h10. The device history records (DHR) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 30 units were produced under this lot number with no associated process deviations relating to the reported failure. The material could be dried residual material from irrigation fluid leakage which possibly created a short, resulting in the reported observation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer complaint was confirmed. A visual inspection was performed on the returned device and found biomaterial on the distal tip. The nose cone could be rotated smoothly. The outer shaft and inner rod are straight, and the inner rod could not be removed from the blade. The blade was assembled into a test handpiece, and then connected to a test console which displayed output 5000 rpm rf. The blade was able to generate the energy output at the tip but continued to activate itself for a few seconds intermittently even though the blue coagulation button was not pressed. The cause of the reported phenomenon could not be determined. The blade will be forwarded to the OEM for further investigation.

Event description:
Olympus was informed that during an unspecified procedure, the device activated on its own for a short period of time without pressing the blue activation button. It was reported that the console screen was blinking when this phenomenon occurred. Reportedly, this caused the blade¿s bipolar to function intermittently and eventually stopped working. The physician replaced the blade and was able to get it to function enough to finished the procedure. There was no patient injury reported.